Manufacturer narrative:
(B)(4). Pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer stated that the drive support cap was normal and it was not exposed to high magnetic field. Customer was able to clear the alarm, able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.